Manufacturer narrative:
Follow-up #1: date of submission 09/29/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings:.during investigation, the original complaint of the "tactile change" was unable to be adequately investigated due to a blank screen. The keypad rubber was undamaged and the pump's cover was removed and there was moisture corrosion found to the printed circuit board and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Other text : 01

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.